Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement was observed during follow up. The lead was explanted when repositioning was not successful. There were no adverse events for the patient after the procedure.